Event description:
Units arrived on the scene of a nursing home to find the staff performing CPR on a pt that they witnessed go into cardiac arrest. After a quick assessment pt care was initiated. "Quick combo" pads were applied to the pt who was in v-fib at that time. The crew administered a shock at 200 ws at which time the pt converted to asystole. The crew immediately attempted to "tcp" the pt but the monitor kept reading electrocardiogram leads off. The crew completely checked all of their leads and attempted again. This also was not successful and the monitor kept indicating the same message. At this point the providers even taped the limb leads to the pt and made several other attempts to "tcp" the pt with no success. This pt was never paced and had other changes in the rhythm with the final rhythm being "pea"@64 bpm.